Event description:
It was reported that the device was showing repeat primary audible alarm during background test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, and the device was in good condition upon receipt. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. Root cause of the reported event is unknown and could not be determined as no damage was found to the speaker. Replaced the speaker as a preventive measure, performed a power up process, preventive maintenance, audio test and all functional tests passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified that this device was returned in apr 2022 for the same issue however, the reported issue could not be duplicated at that time. The speaker and main board were replaced as a preventative measure on 13 apr 2022., corrected data: b5: correction: describe event or problem: updated with additional information received. D4: correction: model number: 4000.

Event description:
Additional information was received by the manufacturer on 20-jul-2022 via email and attached to the complaint object: there were no patient involvement with any pumps mentioned.